Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to unknown product performance issue. This brady lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report is being filed as the event has been deemed non-reportable.

Event description:
It was reported that this brady lead was a case of an attempted implant due to removal difficulty. Hence, a new lead was implanted. No adverse patient effects were reported.